Event description:
On (B)(6) 2012, the pt reported the infusion device is not working. She stated that on the morning of (B)(6) 2012, she experienced low blood glucose and attempted to eat nuts. She called out for help and her husband went to get their child's nurse. The nurse measured the pt's blood glucose as 14 mg/dl and she was unconscious at this time. The nurse placed glucagon in the pt's mouth and the pt's blood glucose increased to 28 mg/dl. Paramedics were called and when they arrived tested the pt's blood as 28 mg/dl. The pt was transported to the hospital and she was treated with an IV and released when her blood glucose had returned to normal. Her normal blood glucose range is 80-120 mg/dl. She stated her blood glucose measured 85 mg/dl earlier in the day and she was more active with a new exercise program. She feels the infusion device delivered too much insulin. She stated when she changed the insulin cartridge e2 (battery depleted) was displayed and no a2 (battery low) was displayed. She changed the battery and e10 (cartridge) error was displayed. She was unable to troubleshoot because the battery cover was stripped and there was no battery in the infusion device. The pt switched to her backup infusion device. Upon follow up on (B)(6) 2012 the pt stated her blood glucose returned to normal while using the backup infusion device. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The acid of the double layer capacitor (goldcap) has leaked out and this defect causes a higher power consumption of the insulin pump than specified.